Manufacturer narrative:
(B)(4). As the product was not returned and the lot number was unknown, a device analysis could not be completed. This is also a report of breach in aspetic technique and use error, where the customer reconnected the patient line and transfer set following accidental disconnection. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse the disposable set more than once. It indicates that the disposable set must be discarded after each use. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line became disconnected from the transfer set during dwell six of six of peritoneal dialysis therapy on the homechoice. This represents a breach in aseptic technique. The patient was connected at the time of the event. The caregiver stated that there were no signs of damage to the supplies and the devices were connected properly. The caregiver used minicaps following the disconnection and then reconnected the patient to the transfer set and patient line (use error). The technical service representative assisted with ending therapy. There was no patient injury or medical intervention reported. No additional information is available.